Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. As received the monitor was unable to pass incoming functionality testing. Upon investigation the response buttons were non-functional. The cause for the non-functional response buttons was a damaged response button switch.the root cause for the damaged switch was excessive force. Additionally, there was physical damage to the components on the defibrillation pca and the computer/analog pca. The cause of the monitor being unable to pass incoming functionality testing was the damaged pcas. The root for the damaged printed circuit boards was physical abuse. The monitor showed signs of physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor response buttons weren't working.